Event description:
It was reported that the thumb screw and the fork are sticking and unable to remove the pieces. The doctor was able to remove a probe that stopped during the breast biopsy. The probe was remove an the doctor was able to take an image to reveal a small piece of metal in the same tissue. The customer uses on a lorad hologic table. Not sure on outcome of the patient consequences. Waiting to receive adequate pathology report on tissue received.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The mst11 device was received in good physical condition. The probe was connected to a test holster and no fitting issues were found. It is possible that the indicator lines in the holster were not aligned with the probe's drive connectors. Rotating the knob located on the back of the holster to align the indicator lines with the drive connectors and pushing the probe body firmly into the holster until a click is heard can avoid further holster-probe engagement issues. The thumbwheel was rotated to different angles and no issues were noted. Additional inspection with a 10x magnification did not revealed any foreign matter on the remaining body fluids. The probe was fully functional and conforming to specified manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.